Event description:
The manufacturer's field service engineer (fse) reported review of the device diagnostic log during service indicated backup battery not connected. There was no patient involvement.